Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and out-of-range (oor) pace impedance measurements greater than 3,000 ohms. It was noted that a successful threshold test was obtained after the lead safety switch (lss) due to the oor impedance measurement. Possible causes were reviewed, and further troubleshooting was recommended. This lead remains in service. No adverse patient effects were reported.